Manufacturer narrative:
Follow-up 05/24/2016: contact reported that customer's blood glucose levels returned to target after initial call with tandem technical support on (B)(6) 2016. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 400's (mg/dl) for 2 days. Customer changed pump supplies and administered a correction bolus with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.